Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized via ambulance with diabetic ketoacidosis (dka). Caller reports that she bumped the pod a few times on the door and it came off. The patient doesn't remember much of what happened during the event but was treated with an insulin drip. The patient could not recall if she was prescribed any medications.